Event description:
Sorin group received a report that the s3 bubble sensor was alarming and not working properly. There was no report of patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s3 bubble detector. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The bubble sensor was returned to sorin group (B)(4) for evaluation. The reported problem was confirmed. Testing of the device found the vga-gain values and voltage were out of the tolerance limit. Visual inspection found a poor soldered connection at the integrated inductor, which caused the failure. Sorin group (B)(4) has determined this issue is a single error and they will monitor the market for this issue.